Manufacturer narrative:
Product returned and evaluated. Back canes found to be loose due to the threads in the back cane base plates to be stripped. Device was scrapped.

Event description:
(B)(6) the provider called in and states the back cane threads are worn on the bottom where the bolt goes through.

Event description:
(B)(6), the provider, called in and states the back cane threads are worn on the bottom where the bolt goes through, provider has already replaced the hardware, (B)(4). Provider was advised can send in for quality review for deny or credit.

Manufacturer narrative:
Follow up to be sent if additional information is received.